Event description:
It was reported that during the implant attempt, the lead was repositioned and removed from the body multiple times. The lead was not sliding through the sheath well and the physician questioned if the coating on the lead had changed. It was also reported the helix required too many turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that blood was in/on the helix mechanism.